Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026 due to a bent cannula as the patient did not have sufficient subcutaneous tissue at the insertion site. The blood glucose level was high and the patient was treated with a correction bolus via pump. The insertion site was the hip. The infusion set had been in use for one day. No further information available.